Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. One unpackaged ar-1588rt-2j was received for investigation. Upon visual inspection, it was noted that the suture was frayed. Upon functional testing, it was noted that the device was still able to function as required. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device. Complaint confirmed.

Event description:
It was reported that during a knee arthroscopy the device was not perfectly braided and it blocked in the junction. The provided pictures show that the suture is frayed. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.